Manufacturer narrative:
Article citation: "breast implant-associated anaplastic large cell lymphoma and the obligation of insurance providers."chad m. Teven, allison c. Rosenthal, barbara a. Pockaj. The breast journal. 2020;00:1-2. The event of lymphoma-alcl and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and lymphoma-alcl..

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma and the obligation of insurance providers", healthcare professional reported a patient who experienced an ultrasound-guided biopsy which was indeterminate. An excisional biopsy was then performed which confirmed alcl. Histologic analysis was notable for large atypical lymphocytes positive for cd30 expression and negative for anaplastic lymphoma kinase. Subsequently, magnetic resonance imaging and positron emission tomography suggested involvement of the periprosthetic capsule bilaterally and right axillary nodal basin. With a presumptive diagnosis of bia-alcl, the multi-disciplinary team recommended bilateral capsulectomy and implant removal followed by adjuvant chemotherapy due to nodal involvement. The patient completed treatment without complication and has no evidence of recurrent disease at 3 months. Affected side is right. The device has been explanted.